Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the blower assembly, blower cap, blower bellow, machine flow sensor, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board have been replaced due to contamination and filter cover replaced due to cosmetic damage.